Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c199e, serial/lot #: (B)(4), ubd: 02-feb-2018, UDI#: (B)(4); product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in a patient for the endovascular treatment of a 76mm abdominal aortic aneurysm. The patient had previously undergone implantation of an endurant iis stent graft system 3 months previously. It was reported that 7 endoanchors were implanted from the main body of the stent graft to the proximal neck. In addition, an aortic cuff was also implanted in the patient. Approximately 4 months post implant of the endurant iis stent graft system, the patient presented with stenosis of the left iliac limb. The event was assessed as not related to the device or procedure by the investigator. The event is unresolved and continuing without treatment. No additional clinical sequelae were reported and the patient will be monitored.